Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that, during an arthroscopy, the t2 implant of the fast-fix curved could not be deployed. T1 was successfully removed from the patient by cutting the suture and slowly remove it with grasper. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection showed that the device was returned in the original packaging with the batch number of the complaint on the label. The t1/t2/suture were returned off the needle. The knot was not tightened down. The t1 is broken at the suture hole. The actuator is in the pre-t2 position. There is bio debris on the needle and depth straw. A functional evaluation showed that the device cycled as intended. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an arthroscopy, the t2 implant of the fast-fix curved could not be deployed. T1 was successfully removed from the patient by cutting the suture and slowly remove it with grasper. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported. The results of investigation revealed that the t1 is broken at the suture hole.